Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following was reported to gore: on (B)(6) 2021, the patient presented with calcification in the common iliac and underwent treatment utilizing a gore® viabahn® vbx balloon expandable endoprosthesis (vbx). The physician was attempting to advance the vbx over a bifurcation but met resistance. The physician then attempted to remove the device and as it was being pulled back through the sheath, the undeployed stent fell off the shaft. The physician was able to successfully recapture and remove the stent with a snare. The device was discarded. The procedure was completed using another vbx device. The patient tolerated the procedure. The physician suspected that pulling the device back into the sheath is what caused the issue. Patient information was requested but is not available.